Event description:
Device malfunction: unk. Time of symptoms/ae: during post procedure. Symptoms/ae: retroperitoneal hemorrhage, mycotic pseudoaneurysm, infection, surgery. The following events were noted through a periodic article review. A retrospective study was conducted in 292 pts that underwent percutaneous endovascular aortic repair at a single tertiary care medical center. The purpose of this study was to examine the late outcomes of the 432 common femoral arteries (cfa) repaired and percutaneously closed using a preclose technique with 870 proglide suture-mediated devices with introducer sheath sized 12 to 24 fr. The author had noted that the use of the preclose technique was contraindicated in pts with obesity, and pts with a coagulopathy. Reportedly, there were 24 unspecified preclose failures with 22 of the 24 acute failures recognized immediately before leaving the operating room of which 20 femoral arteries required open repair. There was one mycotic pseudoaneurysm from secondary infection of the proglide suture requiring major arterial reconstruction with a femoral vein conduit on post operative day 27. There were two retroperitoneal hemorrhages treated with a covered stent. The author commented that none of the events were related to the closure devices. Though requested, no add'l info was available.

Manufacturer narrative:
(Off label use with arteriotomies larger than a 5-8fr). This report involves cases noted in an article. The devices were not available for analysis. The lot numbers were not identified, therefore, device history record reviews could not be performed. Because these devices were not returned, no root causes can be determined. Per the device instructions for use, "the perclose proglide 6f suture mediated closure system is designed for use in 5f - 8f access sites." Attachment: w. Anthony lee, md, et al; "midterm outcomes of femoral arteries after percutaneous endovascular aortic repair using the preclose technique". Journal of vascular surgery 2008; 47:919-23.